Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium would not allow aspiration with the catheter. It was also reported that the vizigo sheath would not allow aspiration with the catheter. The physician believes the hub was broken on the vizigo sheath. There was no patient consequence. Additional information received indicated the physician felt as if the hub was broken. The sheath was used on the patient in the right atrium but the sheath was out of the body when the broken hub was noticed. There was no air introduced into the patient.

Manufacturer narrative:
Device investigation details: information received indicates that the device was discarded not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000300 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).